Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that she experienced hyperglycemia. The customer reported that she had high blood glucose levels of 23.0 mmol/l. The customer stated that when she seats the infusion set in to the serter, it falls out. The customer was advised to replace out the serter. Product is not expected to return. Additional device related incident: serter ((B)(4)).